Manufacturer narrative:
As part of our investigation, a field service engineer (fse) was dispatched to the user facility on june 09, 2020. The fse confirmed the customer¿s complaint. The fse reported that the lid of the automatic endoscope reprocessor (aer) was replaced. A successful reprocessing cycle was completed. The aer¿s software attributes was verified and confirmed. No electrical safety check was not required. The aer has been repaired and is back in use. ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged. When closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.¿

Event description:
The service center was informed that a crack was noted on the user facility¿s automatic endoscope reprocessor (aer) lid. There was no report of a leak, fumes or smoke were reported. There was no positive device cultures. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the most probably cause for the reported event is the following: though it is difficult to specify, we presume the cause of the event as follows, based on the investigation. Close the lid while connecting tube is placed on the basin. Close the lid while something hard, such as a scope, is placed on the retaining rack. Close the lid while washing case being placed obliquely at the retaining rack. The similar events occurrence were confirmed from other user facilities in the past, though there was no same location of cracks. We could not confirm any factor from the design nor structure of the device. There is no information on mishandling to cause the event. However, it is possible that the suggested event was due to mishandling from similar complaints and reproduction of the event. IFU warns as follows in warning - chapter 4 ¿reprocessing operations ¿ states ¿when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.¿